Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, lot# serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that the patient saw the manufacturer representative yesterday for programming. It was noted that after the patient got home and sat down on the couch they felt a shocking sensation. It was noted that the patient turned off the device. It was noted that the patient then turned stimulation back on and changed it to one of the old programs. It was noted that the manufacturer representative added 3 more programs for the patient and they did not touch anything after they worked on the programming. It was noted that program a and b were supposed to not shock the patient when they coughed or sneezed.